Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a damaged and glitching screen that impaired visibility and proper function, and the user denied any known drop or impact; a replacement device was arranged and the user was instructed to shut down the pump, return it with the provided label, use backup therapy due to unreliable insulin delivery and meal announcements, and complete standard startup on the replacement since data do not transfer. Symptoms included no reported adverse clinical effects or blood glucose abnormalities. Outcomes included no hospitalization, no emergency treatment, and the ability to continue glucose monitoring with the dexcom app or receiver. Investigation included remote troubleshooting, shipment of a replacement unit, and arrangements for return of the reported device for evaluation. Investigation of this case revealed a suspected display hardware malfunction consistent with physical screen damage that limited device usability. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display assembly, with damage mechanism undetermined.